Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges unspecified heart issues. Medical intervention was not specified by the patient. The manufacturer's investigation is ongoing. The initial investigation by the manufacturer determined there is no causal relationship between the device and the harm reported. A follow-up report will be submitted when the manufacturer's investigation is complete.